Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited short v-v interval oversensing on recorded ventricular tac hycardia (vt) episodes in unipolar configuration. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.